Manufacturer narrative:
(B)(4).

Event description:
This is a clarification of the event. The lead was noted to be fractured during a procedure on (B)(6) 2015. St. Jude medical first notification date was 09/04/2015.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy. The lead exhibited noise and decrease sensing threshold. No externalized conductors were observed under fluoroscopy. The lead was capped and replaced.